Event description:
This patient received inappropriate shocks due to noise on the rv channel. The physician capped the pace/sense portion of the rv lead and replaced it. The defibrillation portion of this lead remains actively implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.